Event description:
A customer reported through email that the touchscreen required multiple presses to respond. There was no adverse impact on the customer¿s blood glucose level. The customer declined troubleshooting and a callback, and no further action was required.